Event description:
The customer reported that the device failed the opcheck test displaying a general system operational check failure message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).